Event description:
Customer reported unexpected negative reactions with immucor anti-e (monoclonal) series 1 when testing a previous e+ donor. The donor sample was further tested with gammaclone anti-e (monoclonal blend); the sample demonstrated 2+ reactivity at immediate spin phase of testing and 3+ reactivity at the 37c phase of testing. Testing with ortho anti-e (monoclonal) demonstrated negative reactivity.

Manufacturer narrative:
Retention anti-e (monoclonal), lots 5c7613 and em225-1, were tested with red cells of various rh phenotypes; expected reactivity was observed. The returned donor sample was tested with retention anti-e (monoclonal). The donor sample exhibited no reactivity with immucor anti-e (monoclonal), lot 5c7613 and 2+ reactivity with gamma-clone anti-e, lot em225-1. Rh phenotype of the donor's red cells was performed and the donor cells typed as d+c-e+c+e+w. The donor's red cells appear to possess a weakened expression of the e antigen. The package insert for immucor anti-e (monoclonal) series 1 states: "the e antigen may be only weakly expressed on the red cells of some blacks and such red cells may react weakly with anti-e. Some hrs- and hrb- red cells may fail to react with anti-e. Anti-e may give slightly weaker reactions in the absence of the c antigen." The event appears to be related to the nature of the sample.